Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Prior to opening up the pocket, it was discovered that the right atrial (ra) lead exhibited myopotential oversensing. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout.